Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, a portion of the distal tip of an s90 electrode broke off, they do not know at which point during the procedure that this happened; not known if in the body. The procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.